Event description:
The daughter of the patient reported obtaining back-to-back blood glucose results on the patient, of 23 mg/dl on the professional meter and 77 mg/dl on the compact plus test system. Patient did not modify therapy based on these results. The paramedics gave her an injection of glucose. No patient injury was reported. The daughter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.